Event description:
A report was received that during a revision procedure, the lead extensions were explanted for unknown reason.

Event description:
A report was received that during a revision procedure, the lead extensions were explanted for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm.

Manufacturer narrative:
Additional information was received that it was physician's preference to remove the non-bsc leads along with the bsc extensions to put in new bsc leads. No suspected device malfunction associate with the extensions. The explanted extensions were not returned to bsn as they were discarded by the medical facility.